Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access balloon was used to treat the right arm anastomosis. Approximately 17 months post procedure patient suffered clotted right upper extremity arteriovenous graft within subclavian vein. Subject was hospitalized for an arteriovenous graft malfunction. The arteriovenous graft was found to be clotted. A balloon was advanced past the arterial anastomosis into the stented subclavian vein to remove the clot, and a balloon and stent was inserted into the axillary vein. Flow to the arteriovenous graft was restored and the subject received dialysis successfully. Patient recovered.